Event description:
It was reported that the handpiece began leaking a blood-like fluid during the cleaning process. There was no pt involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The device did not seem to leak after being cleaned again by the customer. The handpiece was still returned and then received at the MFR for an eval. A f/u report will be submitted after the quality investigation has been completed.